Event description:
It was reported that the system one dissociated from the head while the pt was undergoing rehabilitation.

Manufacturer narrative:
The reported event was reported from japan. This event involves device that is not cleared for sale in the us, however similar device is commercially available in the us. When completed, the eval summary will be submitted in a supplemental report.